Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Unique identifier (UDI): (B)(4).- a supplemental report will be submitted upon the completion of the plant's investigation. Although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the peritonitis. The pdrn reasonably associated the cause of the peritonitis with touch contamination and poor aseptic technique by the patient. The pd catheter is not a fresenius product. The causative organism was yeast.

Event description:
It was reported by the patient that the patient had¿ signs of peritonitis¿. During a follow up call to the peritoneal dialysis registered nurse (pdrn), it was reported that the patient was admitted (B)(6) 2017 to the hospital for suspected peritonitis and cultured on admission. The pdrn stated the patient's effluent culture confirmed the diagnosis of peritonitis. The culture report showed the organism was yeast, (unknown type). The pdrn reported the patient. Had been performing ccpd therapy up to and initially through the peritonitis event. The pdrn reasonably associated the contraction of the infection with touch contamination and poor aseptic technique. The pdrn stated the patient was treated with fluconazole, and the patient's catheter was subsequently removed. The patient transitioned to hemodialysis. The patient has fully recovered from the episode of peritonitis, with no further adverse events.